Event description:
The customer alleged that he received high glucose readings and control test results that were over 400 mg/dl. The normal control range was 106-147 mg/dl. The customer had expired control test solution, so further troubleshooting was not possible. No adverse events were alleged. Control solution was sent to the customer. No product will be returned at this time.